Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic. The ez-28b was used as the delivery device. The incision was enlarged to remove the lens, and a backup lens was implanted with no problem. No sutures were used. According to the surgeon, the most likely cause of the event was loading error. The pt's most current bcva is 20/15 with no complications. Please reference MDR#: 1119279-2012-00111 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.